Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The pc board was mounted into our test device for simulated use testing. The pre-use check failed in the same way as in the problem description, there was no gas- flow during the test and that lead several sub tests to fail. When the returned pc board was reviewed by microscope, presence of moisture/corrosion/liquid spill on the pc board was found. There is no information obtained on how the liquid spill entered the ventilator or what kind of liquid spill it was. Our conclusion is that the customer experience was caused by short circuits/corrosion on the returned printed circuit pc-board. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).